Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported that he stopped using his scs system approx six months ago and then three months ago (exact date unk) his programmer displayed a communication error message. He has tried many times over the past few months to communicate the ipg with the programmer in various locations and has replaced the batteries to no avail. The patient has a pending appointment with the sjm rep to troubleshoot the system.